Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, there was no bipolar or monopolar energy. The customer power cycled the system prior to calling technical support, also had them power cycle the integrated electrosurgical unit (iesu/erbe) and change out the energy cords with no change. While performing troubleshooting the doctor decided to switch to laparoscopy. The procedure was converted to laparoscopy with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis, but the reported failure could not be reproduced. The iesu energized and cauterized, and all ports recognized instruments. The m-b0-60 error occurred on monopolar activation.